Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple alarms occurred (alarm 5 and alarm 30). Cartridge was changed and the alarm 30 reoccurred. Customer reverted to using manual injections for insulin therapy.